Event description:
It was reported that the light blue main body separated from the twist clamp of a transfer set. The set had been in use for approximately seven days. This issue occurred during use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted broken occlude feet and crack on the light blue main body. The reported condition was verified. The cause of the condition could not be determined; however, the damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.